Event description:
The customer reported the olympus gastrointestinal videoscope had a fuzzy screen when it was plugged in during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the probable root cause was component failure, the scope connector had a leak, after aeration of the connector the image was normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.